Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have entered backup vvi (bvvi) mode after the patient had undergone an MRI scan. The device had not been properly prepared for the MRI procedure, and as a result, high voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.